Event description:
Procedure: gastrectomy. According to the reporter: the sulu was fired but firing stopped at half way. Tissue was additionally resected to recover with a new stapler. No patient info is available.